Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to load a computed tomography (CT) scan from a cd. The scan showed as having 100+ slices before downloading, but then only shows 10 afterwards. The scans also then had a "not usable for stealth" message. The site had burned multiple discs with no change. Disc came from in house and site claimed to have followed the imaging protocol. The site tried discs with and without a digital intercommunication of medicine (dicom) viewer on it with no change. The site then tried loading the disc on multiple navigation systems with the same result. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735737 (software version: 2.1.0). No parts have been received by the manufacturer for evaluation. A13 - unable to load a scan a1102 - message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs and archives were received and software analysis was completed. The archive was loaded with the magnetic resonance imaging (mr) exams. Both cd contents had 4 computed tomography (CT) exams which were more than 100 slices. All CT exams were not able to import due to slice spacing being zero so the application was not able to construct slice stack with these exams and these exams were not as per stealth protocol. The provided CT exams were not valid to import to the navigation system. The software was functioning as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.